Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer' family or friend reported via phone call that the customer had low blood glucose of 43mg/dl and was also hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 24mg/dl. Customer was treated for hypoglycemia. The customer was wearing the insulin pump during the hospitalization. The customer was released when their blood glucose got better. Customer's blood glucose went up to the levels of 400mg/dl post hospitalization. The customer treated blood glucose low of 43mg/dl with glucose tablets. Customer's blood glucose at the time of the incident was 156mg/dl. Troubleshoot for low blood glucose was performed. Customer was advised to disconnect from insulin pump. Pump programming was found accurate. Customer found to be connected while troubleshooting. Customer was advised to always disconnect from pump during rewind/load process. The insulin pump will not be returned for analysis.